Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0063913. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that liquid leaked from the bd intima ii¿ IV catheter prn adapter heparin cap during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse placed a tube in the superficial vein of the patient. One day later, a liquid leakage was found during the infusion process, and there was liquid leakage at the heparin cap of the indwelling needle. The nurse immediately pulled out the indwelling needle and replaced the site with the superficial vein catheter again, and continue to give the patient infusion therapy after checking."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from the bd intima ii¿ IV catheter prn adapter heparin cap during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse placed a tube in the superficial vein of the patient. One day later, a liquid leakage was found during the infusion process, and there was liquid leakage at the heparin cap of the indwelling needle. The nurse immediately pulled out the indwelling needle and replaced the site with the superficial vein catheter again, and continue to give the patient infusion therapy after checking."